Manufacturer narrative:
The revision reported may have been due to humeral loosening and dislocation. However, the reported loosening and dislocation could not be confirmed from the reported information. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 1 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address loosening and joint dislocation. No further issues or complications were reported. No additional information is available.